Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported operating the motorized wheelchair on an uneven/gravely surface without the use of a seat belt. The owner's manual warns, "avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass", and "always use the seat belt".

Event description:
End user alleges while operating the motorized wheelchair on an uneven/gravely surface she fell out of the seat. Allegedly, as a result of the incident she fractured her right leg and was hospitalized . End user was not wearing a seat belt.